Event description:
It had been reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer had a cubie that wouldn't recover or release. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer had a cubie that wouldn¿t recover or release. A field service engineer (fse) had used the hardware testing application and attempted to release the failed cubie, but it hadn¿t been released. The fse had removed the tray and manually released the faulty cubie, then opened and closed all the lids and released the cubies through the hardware testing application without any issues. The customer made inventories to ensure the device's functionality. The system functioned as intended after the field service engineer repaired the device.